Manufacturer narrative:
(B)(4). Analysis summary text: action/resolution: complaint: door will not close and motion cal x on top bar. Solution, invalidate home, home machine. I checked door switch and it was working properly could not reproduce the problem. System is working and in service. Cable grade: a contact: (B)(4) demo/eval unit: false imaging modalities p/f: pass inspection and operational tests p/f: pass mechanical inspection p/f: pass record type: o1 system checkout (closed) status: completed does the system perform as intended?: yes were hardware parts replaced?: no. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant indicated the user to hold down the m button for motion calibration. The site was unable to reboot or close the gantry. There was no patient involvement. Additional information was provided stating that at the time of the event, the users left the system off and waited to use it again until after it was able to be serviced.